Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012: explanted: (B)(6) 2021: product type lead product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2021: product type lead product ID 3550-39 lot# serial# unknown implanted: 2012-05-27 explanted: (B)(6) 2021: product type accessory product ID 3550-39 lot# serial# unknown implanted: (B)(6) 2012: explanted: (B)(6) 2021: product type accessory h3. Analysis of the implantable neurostimulator (ins) nks707703h found that the ins battery was overdischarged and permanently damaged. Analysis of the lead v671637012 found that the lead body conductor was broken within 10 cm of the connector area and at the titanium anchor site. Conductors 0, 3, and 7 were broken 3.1 cm from the proximal end. Conductors 0 and 2 were broken 42.5 cm from the distal end. H6. The conclusion code d16 no longer applies. The results code c21 no longer applies. The method code b21 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-07-15 mpxr 859479 (rep): it was reported that the doctor wanted impedances checked on upcoming replacement. It was noted that the patient had not charged their device since unrelated chemo treatments a couple of years prior to the report, so the implantable neurostimulator is being replaced. It was reported that all impedance readings were greater than (B)(4) ohms with reference contact 7. The patient is scheduled for a replacement on (B)(6) 2021. (B)(6) 2022 rp; no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor wanted impedances checked on upcoming replacement. It was noted that the patient had not charged their device since unrelated chemo treatments a couple of years prior to the report, so the implantable neurostimulator is being replaced. It was reported that all impedance readings were greater than 10,000 ohms with reference contact 7. The patient is scheduled for a replacement on (B)(6) 2021.

Manufacturer narrative:
H3: analysis of pli 10 product: 37714 serial number: (B)(6) found ins was overdischarged. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to {x} overdischarge{s}. Analysis of product ID 3778-75 lot# serial# (B)(6)implanted: (B)(6) 2012 explanted: (B)(6) 2021 found conductor broken medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.